Event description:
A customer reported that the current pump was displaying error codes every time a cartridge was being loaded. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting, and there was no additional information received regarding the outcome of the event.